Event description:
It was reported that the dexcom g7 sensor repeatedly failed to pair with the ilet, resulting in dosing stopped alerts on the pump; the user attempted re-pairing after toggling cgm settings and ultimately applied a new sensor that paired, while a fingerstick glucose of 200 mg/dl was entered into the ilet, consistent with an intermittent communication failure involving the cgm-to-pump interface and related electrical components, including the antenna. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user and third party. Investigation of this case revealed an interoperability problem identified between the ilet and dexcom g7 characterized by intermittent communication failure, with involvement of electrical and magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.